Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to myopotential oversensing. The patient will be scheduled for a new sense/pace lead implant.

Event description:
New information received notes that the sense/pace portion of the lead was capped and replaced. The defib portion remains active.